Event description:
It was reported the coil could not be detached during procedure and was removed from the patient.no patient injury reported.

Manufacturer narrative:
The coil has been evaluated and detached normal via manual method (provided in the instruction for use). (B)(4)